Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the image could be transferred to the cranial application software but could not be sent to the spine application software that was being used during the procedure. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, images acquired on the imaging system were unable to be received by the navigation system. Adjustment of the port on the application software of the navigation system was unable to resolve the reported issue. The site elected to bring in a second medtronic navigation system to manually move the exam and continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The delay in transfer time caused by scpdaemon resulted in the application software deleting the exam. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.